Event description:
It was reported that the patient had seen a manufacturer last year and was told half of the paddles were not working.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1996, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1996, product type: lead. (B)(4).